Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations and discomfort in the chest. An atrial lead dislodgement was confirmed that was resulting in a diaphragm twitch and phrenic nerve stimulation. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.